Event description:
Date is estimate. Md was going to exchange a tlc over a wire and replace with another tlc. The physician placed the guide wire into the catheter. When he attempted to pull the catheter over the wire to remove, he met resistance. He attempted to remove the guide wire but it began to unravel, so he removed both the catheter and the guidewire at the same time. He then attempted to insert another tlc on the other side. The same thing happened when he attempted to place the catheter over the wire. It happened a third time. A day or two later, the same surgeon was in the or and the anesthesiologist was having difficulty threading an ij catheter over the line. He told her about the problem he had had and she removed the catheter and wire. The same thing had happened again.